Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels were 95 mg/dl and that the needle mechanism did not deploy. The pod was not worn, and no adverse patient impact was reported.

Manufacturer narrative:
The device was received not deployed. The download data shows that the pod generated an alarm during second prime, indicating rotational sensor maximum summed error table. The rotational sensor data indicates that rotational sensor errors occurred during priming, resulting in first prime ending earlier than expected and the pod generating the alarm. The firing flat and ratchet gear did not rotate enough pulses before the alarm was generated to align with the release bar and allow the needle mechanism to deploy. The rotational sensor abnormalities were not replicated during pod rerun, and the needle mechanism successfully deployed. Inspection of the drive mechanism components found no damages or deficiencies that would result in a rotational sensor malfunction. The rotational sensor malfunction was confirmed to be the cause of the alarm and reported failure of the needle to deploy. The exact cause of the rotational sensor malfunction and subsequent alarm could not be determined.